Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device not returned.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope malfunctioned ( cloudy / leaky). No patient involvement.

Manufacturer narrative:
Trackwise ID (B)(4).